Event description:
The customer reported via phone call that he had unresponsive buttons on the insulin pump. Customer stated that the issue started happening a week and a half ago. Customer stated that his blood glucose was high and he was on testosterone medication, which would make his blood glucose go high. Customer would treat with the pump and give a syringe for a correction as well. Customer stated that the pump will respond when he presses the button sometimes, but there have been times where the pump will not respond at all. Customer also had a motor error alarm. Customer had low reservoir alerts and no delivery alarms. Customer declined troubleshooting for the no delivery alarms. Customer stated that the pump was dropped about 2 years ago and developed a crack by the lcd screen covering. Customer stated that they are able to complete the rewind sequence. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up.

Manufacturer narrative:
All of the buttons functioned properly during testing. However, moisture damage was noted to the keypad traces during the visual inspection. The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. No motor error alarm was noted and the motor passed the motor test. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.